Event description:
It was reported during onyx injection, resistance encountered. The physician withdrew the catheter and was noted some onyx broke off and migrated into the distal mca. The broken segment of onyx was successfully retrieved via merci retrieval system. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).